Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting elevated blood glucose levels for a couple of weeks. The patient indicated that blood glucose levels were typically running in the 100 mg/dl range but blood glucose levels were elevated to 400 mg/dl with frequent urination. The patient indicated that after starting an alternate treatment plan, blood glucose levels returned to normal levels. The pump was reviewed and there were no alarms related to the complaint, the bolus history was correct, the basal rates were reflected in the total daily dose history, and the pump was not suspended. The patient was advised that the pump appeared to be delivering as programmed but the pump was replaced due to the patient¿s expressed concerns. The reported blood glucose levels do not meet animas criteria for an adverse event. This report is made based on the implied allegation of a pump delivery issue.

Manufacturer narrative:
Follow-up # 1 date of submission 02/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/07/2014 with the following findings:a review of the pump¿s history showed that the last basal and last bolus deliveries were on 09/02/2013. The history showed only typical usage; no alarm related to the complaint was observed. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump successfully passed a delivery accuracy test and no alarms occurred during testing. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.